Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00693; 3005168196-2019-00696.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using pod packing coils (pod pcs) and ruby coils. During the procedure, the physician successfully placed a pod14 coil in the target location using a non-penumbra microcatheter. The physician then experienced resistance while attempting to advance a pod pc from its initial position within its introducer sheath. The physician therefore removed the pod pc and was able to successfully place a new pod pc in the target vessel. While attempting to advance a ruby coil, the physician experienced resistance at the hub of the microcatheter and reported that it would not advance any further. The ruby coil was then removed and was not used in the procedure. It was also reported that the physician felt resistance while attempting to advance another ruby coil from its initial position within its introducer sheath. This ruby coil was also removed and was no longer used in the procedure. It was noted that the physician flushed the non-penumbra microcatheter after implanting each coil into the target vessel. The procedure was completed using additional pod pcs. There was no report of an adverse effect to the patient.